Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) administered an inappropriate shock due to t-wave oversensing with some baseline noise. The s-ICD had been programmed to the alternative vector due to a history of inappropriate shocks in the primary vector. Technical services (ts) was contacted, and ts discussed options. The s-ICD and electrode remain in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) administered an inappropriate shock due to t-wave oversensing with some baseline noise. The s-ICD had been programmed to the alternative vector due to a history of inappropriate shocks in the primary vector. Technical services (ts) was contacted, and ts discussed options. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating that the physician was considering either an electrode revision or replacing with a transvenous system. Records indicate this s-ICD system remains in service. No adverse patient effects were reported.